Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to the solder pad of pin 1 of pcb mounted jack connector j502 did not have sufficient solder. The lack of the complete soldering between the solder pad and pin 1 caused an arc and led to the reported failures.

Event description:
The customer initially reported that their device was showing its service wrench icon. After physio-control's evaluation of the device, it was observed that the device was showing all three icons (attention, service wrench and charge-pak) which is an indication that the device may not have sufficient power to deliver defibrillation energy. Additionally, it was observed that the device would not recognize a connection through the defibrillation therapy cable after it delivered one shock, during testing. There was no patient use associated with the reported failure.